Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received by baxter for evaluation. Visual inspection and a functional leak test did not identify any nonconformances. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an infusor sv2 was leaking at the time it was connected to the patient. The infusor sv2 was filled with 5fu and g5% (non-baxter products) for an initial volume of 96 ml. The reported stated that it was leaking at the level of the caps. There was patient involvement, but no patient injury or medical intervention reported. Additional information was requested and is not available.